Manufacturer narrative:
Manufacturers ref(B)(4). Occupation: non-healthcare professional. (B)(4). PMA/510(k): k172557. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, scarring, disfigured, loss of enjoyment are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." Additional information received 21jan2020: patient allegedly received an implant on (B)(6) 2017 via the right common femoral vein due to deep vein thrombosis(dvt) and pulmonary embolism (pe). Patient reports failed filter retrieval attempts on (B)(6) 2018 and (B)(6) 2018. Patient is alleging migration, tilt, unable to be retrieved, embedment and pe. Patient notes and further alleges experiencing "pain, loss of enjoyment of life, scarring and disfigurement". Per the (B)(6) 2017 ivc (inferior vena cava) filter placement: "a cook gunther tulip was deployed just proximal to the renal veins. Post deployment venogram showed excellent flow through the filter". On (B)(6) 2018 unsuccessful filter retrieval: "the sheath was passed down but unfortunately the filter was not collapsing into the sheath. Multiple attempts was performed with multiple angles. All were unsuccessful. There was concern for scar tissue adhering the filter to the [illegible] wall. After a prolonged period of attempting to retrieve the filter, the procedure was aborted. Impressions: 1. Patent vena cava with no thrombus in filter. 2. Filter adhesion to vein wall". Per the (B)(6) 2018 unsuccessful attempt at ivc filter retrieval: "indications for procedure: "the patient has had a CT [computed tomography] scan after the failed attempt which demonstrated [sic] the filter has migrated but still should be retrievable". From "procedure description and findings. Venogram was performed which demonstrated the filler to be patent and free of thrombus. The filter was however al the level of the hepatic vein. An ensnare was used to easily snare the hook of the filler. The 10 fr sheath was then pushed down to pass over the filter. The apex of the filter was able to be captured. The legs of the filter however would not release from the vena cava wall. Rotation of the sheath was performed without success. Decision was then made to try with a larger sheath. The 10 fr sheath was exchanged for a 14 fr sheath, the same problem was encountered [sic] with the 14 fr sheath. After a few more attempts decision was made to complete the procedure. The filter was released form the snare and the snare was removed". Patient outcome: patient alleges experiencing "pain, loss of enjoyment of life, scarring and disfigurement".